Manufacturer narrative:
We inspected one opened or used sensor and found sensor retracted inside sensor. We were unable to confirm if customer received sensor damage due to customer returned opened or used. Checked introducer needle for burrs or hooks and dull needle tip defects and none were found. Introducer needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was removed and observed, there was no electrode. The customer's blood glucose value was unknown. It was also reported that the transmitter was connected to the reported sensor, the green light on the transmitter did not flash. The sensor will be returned for analysis.